Event description:
It was reported that the removal difficulty occurred. The target lesion was located in the carotid artery. A 190 cm filterwire ez was selected for use. During the procedure, after the stent was released, the filterwire and delivery system had resistance. The delivery system could not be withdrawn along the filterwire, and could only be withdrawn together. The procedure was completed with a different device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1: initial reporter phone: (B)(6).

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1: initial reporter phone: (B)(6). Device evaluated by MFR: the filterwire was returned for analysis the wire returned inside the delivery sheath and the filter bag came back in deployed state. It is possible to observed that the spring tip was bent and stretched.

Event description:
It was reported that the removal difficulty occurred. The target lesion was located in the carotid artery. A 190 cm filterwire ez was selected for use. During the procedure, after the stent was released, the filterwire and delivery system had resistance. The delivery system could not be withdrawn along the filterwire, and could only be withdrawn together. The procedure was completed with a different device. There were no patient complications as a result of this event.